Event description:
Patient had open reduction internal fixation patella surgery on an unknown date. During a follow up visit, date unknown, it was discovered that a 3.5mm cortex screw, self-tapping was broken. Patient returned or to have the screw removed on 11/22/2013. The sc stated that the broken screw with all the fragments were removed and replaced with a new screw in the revision surgery. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Event description:
Non-union of original fixation site reported.